Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the devices did not work, solid tones. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
Evaluation summary: device (a) was returned with the blade gouged and cracked. Device (b) was returned with the blade scratched, nicked, and cracked. Batch#=v92n17, lot#unk; exp date 05/2009; mgf date 06/2004. Device (c) was returned with the blade scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. Batch#=v92j1a, lot#unk; exp date 04/2009; mfg date 05/2004. All other information is the same for all devices, includes analysis codes.